Event description:
Procedure: hemicolectomy. According to the reporter: after the first firing was done normally a doctor pulled the lever but found the sulu would not be opened. By inserting a new device with setting sulu from another port, the additional resection was required to release the device. The patient current status: good. Operating time extended: less than 30 min. Additional tissue resection: yes. Tissue damage: yes. Nothing fell into the cavity. No bleeding. Patient info: female, (B)(6), weight: unknown. No info of product ID, catalog type, and lot# of handle device was reported. Confirmed that the clinical sample is being returned for investigations. Nothing of adverse event caused by extension of or time was reported. The customer did not know if reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).